Event description:
It was reported that while a nurse was using an alliance inflation syringe, the gauge failed to work and she continued pumping it up and the pt's esophagus was perforated during a procedure to dilate a tight esophageal structure. The pt was admitted for observation and an x-ray showed a free air leak. A subsequent gastric swallow showed no leakage of fluid. The device will not be returned for evaluation.